Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found in backup vvi mode via merlin@home transmission. Device reprogramming resolved the issue. The patient is in good condition.